Event description:
I had the essure implant for contraception in (B)(6) 2013. I have noticed inexplicable sharp pain in my lower abdominal area. It subsides after a few minutes, but it does startle me. I want to make sure that I have not put something in my body that can cause me great harm in the future.